Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported high blood glucose and hospitalization. Customer's blood glucose level was high as 538 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their head hurt as a result of high blood glucose and they were hospitalized. Customer performed and passed the self-test.